Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was having accidents all night long and cannot empty their bladder. Patient stated that it had not worked too well since implant and now patient had gotten a lot worse. Patient services tried to clarify when it started to get worse however, the caller did not provide. The caller stated they had tried all the programs and nothing was working.